Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including clear passage and pressure testing which revealed a leak in the gland of the first y-site. The reported condition was verified. The cause of the condition was due to a supplier related material. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked. During priming of sodium chloride (nacl), the leak was observed at "the first leur lock" which is the "port used for secondary/piggy back infusions". This issues was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.